Event description:
Event description boston scientific received information that this transvenous defibrillation lead was repositioned one day post implant. During the lead revision, it was suspected that the rv lead caused a perforation. The patient's blood pressure dropped, and an echo showed circumferential pericardial effusion. The lead and implantable cardioverter defibrillator (ICD) were removed and the pocket was closed.